Manufacturer narrative:
The ventilator has not been investigated by our field service engineer. The user facility conducted the repair themselves. No parts have been returned. The consequence of this kind of mechanical damage is that the user interface gets detached and, in the worst case scenario, falls off the ventilator's carrier. It is not known what caused the user interface holder to break but exposure to forces greater than those tested for may lead to damage.

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).